Event description:
A co rep reported that a customer had an error message come up on the screen while the surgeon was performing an extrusion during a vitreoretinal procedure. The machine stopped and the staff phoned the co rep for assistance. The surgeon was able to stabilize the eye and did not want to proceed with the surgery. The patient will likely need more surgery, but there was no patient harm reported. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). Report mailed to FDA on 07/24/2014. (B)(4).